Manufacturer narrative:
(B)(4). Date sent: 1/4/2024. Additional information received: the staple was formed properly. The donuts were created properly in 2nd anastomosis. There was no change in procedure. The patient condition is well and already discharged from the hospital.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open anterior rectal resection, the surgeon did not use a drawstring suture device, but drawstring suturing was done by hand. Resistance was felt when inserting the device from the anorectal side, but the anastomotic operation was performed without any problem. When removing it after firing, the surgeon felt strong resistance, so the docking was undone and the anvil and the device were removed from the transanal. The sales rep confirmed the following with the surgeon. There is a high possibility that the cause of this event was that when the ring check was performed, the ring of the oral colon was broken but the drawstring suture was not tightly applied, and also the docking was done without trimming. The surgeon performed the dissection and anastomosis again, and the second time the surgeon was able to anastomose without any problem. There was resistance to removal, but there was no problem with leak test, so the wound was closed. The device was used on rectum and anus. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.